Manufacturer narrative:
The investigation determined that a non-reproducible, negatively biased phyt quality control result was obtained from the vitros 5,1 fs chemistry system. The investigation concluded that the affected phyt qc result was due to a random, non-optimal immunowash fluid (iwf) metering event. Therefore, the most likely cause of the event is an instrument related issue. The investigation found no evidence to suggest that the result in question was caused by a phyt slide reagent malfunction.

Event description:
An ocd operator observed a non-reproducible, negatively biased vitros phyt quality control result while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur with patient samples. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no impact to patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)